Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine four month, post-implant follow-up, this right atrial lead exhibited loss of capture and was confirmed dislodged. The patient was not symptomic: the physician elected to surgically intervene and reposition the lead however the helix was unable to be resecured into the cardiac tissue. As a result the lead was explanted and replaced in absence of adverse patient effects. The lead is not intended to be returned for analysis.